Manufacturer narrative:
After a mains has disrupted, the surgical laser system was restarted and it was used to finish the surgical procedure with 0 errors. During following procedure "power low/current check" error has been displayed. The device is still under investigation for the cause of the electrical failure. We are unaware about patient injury.

Event description:
Mains voltage of the surgical laser system was disrupted. Laser was restarted and used to finish the procedure with no errors or adverse effects. During a subsequent procedure the laser displayed power low/current check error. The error would occur after restarting. No adverse effects to patient were reported.